Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an invalid transmitter ID alert. Reportedly, the customer entered the transmitter ID incorrectly on pump. Once corrected, a sensor session was successfully started. However, the customer replaced the transmitter when their clinical diabetes specialist advised them to. A root cause could not be determined. A replacement transmitter was sent to the customer.